Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband states the customer's device went into threshold suspend. The customer's blood glucose level at the time of incident was 50mg/dl. The customer states the lows were attributed to not eating. The customer was assisted with restarting basal and was advised to call back if issues persist.